Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately high and erratic. This complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began in either (B)(6) 2014 when she began to test with the subject meter. The patient informed the mss that prior to testing with the subject meter she was obtaining blood glucose readings that ranged from ¿75 to 115 mg/dl¿ when she tested with her onetouch ultrasmart meter. Once she began testing with the subject meter, the patient stated her blood glucose readings were usually over ¿200 mg/dl¿. The patient also reported that on one occasion (date unknown) she obtained blood glucose readings of ¿200 and 102 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient informed the mss that in response to the higher than expected blood glucose results; she scheduled an office visit with her doctor. During the doctor¿s office visit, the patient reported that her doctor added lantus insulin (20 units daily) to her diabetes regimen. The patient confirmed she had only been taking oral medications (metformin and glimepiride) prior to seeing her doctor. The patient informed the mss that soon after she began taking the lantus insulin, on several occasions (dates not recalled) she began to feel ¿terrible¿. The patient stated she would feel shaky and sweaty; symptoms she associated with a low blood glucose. In response to the symptoms she would treat herself with food or glucose tablets and confirmed feeling better afterwards. The patient mentioned that she discontinued taking the lantus on her own accord as she felt the medication was causing her blood glucose to drop. During the initial call to lfs, the patient reported that she obtained blood glucose readings of ¿120 mg/dl¿ with the subject meter and ¿54 mg/dl¿ on another device (onetouch ultrasmart meter), performed within 30 minutes of each other. During the follow-up call, the patient confirmed she had tested with both devices on one of those occasions when she was symptomatic and the result obtained with the subject meter did not correlate with her feelings. The patient also reported that on date of doctor¿s office visit, she had a lab test performed and result came back at ¿102 mg/dl¿. At the time of troubleshooting, the customer care advocate noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after her hcp made a change to her diabetes medications based on elevated readings she was obtaining with the subject meter. In addition, the subject meter did not meet lfs¿ precision criteria.